Event description:
Report received alleging device failing extended self tests (est). The malfunction did not occur during patient use. The covidien customer service engineer (cse) inspected the device and verified the reported malfunction. The cse proceeded to replace the oxygen sensor which the cse found to be damaged. No parts are expected to be returned.

Manufacturer narrative:
(B)(4).